Event description:
On (B)(6) 2012, the patient contacted animas, stated that the ok keypad button was intermittently unresponsive and required multiple presses to elicit a response. The patient noted that the keypad was peeling at the up arrow, down arrow, and ok keypad buttons and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012, with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be peeling at the ok keypad button. The contrast, down arrow, and ok keypad buttons were intermittently unresponsive; the up arrow keypad button responded properly. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.